Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Customer did not provided any patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
A field service engineer (fse) evaluated the no fluoro problem and found the filament driver board was causing a fuse to blow in the generator. Fse installed a new filament driver board tested the unit with out the fuse blowing. During system checkout, the fse had an alarm caused by the atp console. Fse replaced the atp console board, tested the unit and gave the unit 2.5 hours before turning it over for clinical images by facility. Facility used it on a patient and unit worked without any alarm errors. Fse completed service checklist qssrwi4.1 using a reference hut service manual 4041104 chapter 6. Unit passed checkout procedures and was returned to the customer for service.